Manufacturer narrative:
The unit was replaced for the customer.

Event description:
It was reported during device evaluation that the front housing was broken with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.